Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: device history records review was completed for part: se-1515ti, lot: bse160455. Manufacturing location: biomedical enterprises, san antonio, tx, manufacturing date: jan 17, 2017, expiry date: dec 28, 2021. The device history record shows this lot of speed titan 15x15 mm was processed through the normal manufacturing and inspection operations. This lot met all dimensional, visual, and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. The raw material lot met all dimensional and visual criteria at the time of release with no issues documented that would contribute to this complaint condition. H3, h6: product investigation was completed. Visual inspection was performed to determine the failure mode of this complaint. Inspection showed that the inserter broke at the island, confirming the complaint condition. This is a known issue with se-1515ti. The potential impact of the design in the complaint condition has been addressed under relevant actions. The root cause of the issue was determined and previously addressed. No manufacturing related issue was identified and/or confirmed. No further corrective actions are required at this moment. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is not expected to be returned for manufacturer review/investigation. Initial reporter is synthes sales representative. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, two speed titan compression implants kit was already deployed from the actual deploying device. This was noticed from the trunk stock. There was no patient involvement. This report is for one (1) speed titan implant. This is report 2 of 2 for (B)(4).